Event description:
It was reported that "hol lap applier large was purchased by (B)(6) hospital on (B)(6) 2023. Before completion of one year, the jaw has stopped working and can not be used any more". Additional information received states that the defect occurred prior to use. There was no patient involvement or affect on the patient. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the (B)(6) as part of a 50-pc. Lot in (B)(6) 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in (B)(6) manufacturing processes. Evaluation of the returned instrument as received shows that the jaws are bent to the right and are loose and misaligned in the severely bent/damaged outer tube assembly and the drive rod is also bent/damaged and the jaw pivot pin is pulled through one side of the bent/damaged outer tube assembly. We are able to validate this complaint for the returned instrument. We are unable to determine what caused this instruments jaws and outer tube assembly to become bent/damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "hol lap applier large was purchased by (B)(6) hospital on 6th feb, 2023. Before completion of one year, the jaw has stopped working and can not be used any more". Additional information received states that the defect occurred prior to use. There was no patient involvement or affect on the patient. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "per customer provided information the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in february of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hol lap applier large was purchased by(B)(6) hospital on 6th feb, 2023. Before completion of one year, the jaw has stopped working and can not be used any more". Additional information received states that the defect occurred prior to use. There was no patient involvement or affect on the patient. The patient status is reported as "fine".